Event description:
On (B)(6) 2012, the pt underwent a carotid-subclavian transposition (cst), then was to be implanted with two conformable gore tag thoracic endoprostheses to treat an aneurysm in the transverse aortic arch. It was noted that the pt has a bovine arch. During the procedure, positioning of the ctag device ((B)(4)) at the level of the innominate artery was verified angiographically. However, when the physician attempted to deploy, it was reported that the device moved proximally and covered the innominate artery. Attempts to maneuver the device back were unsuccessful. The physician then accessed the left carotid artery (exposure remained open from cst procedure), advanced through the innominate, and placed a stent to preserve the patency of the artery. The tag procedure was completed without further incident, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. The root cause of the event could not be determined.